Event description:
The customer reported unresponsive buttons after submerging the insulin pump in water. After letting the insulin pump dry, the customer got a battery out limit alarm, but she was unable to clear it due to the button issue. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the button anomaly or battery out limit alarm due to the blank display.